Manufacturer narrative:
Updated a4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became inoperable and was unable to communicate with external devices. It is unknown if the patient placed their ipg in surgery mode prior to their surgery. As a result, surgical intervention may take place at a later date to address the issue.